Manufacturer narrative:
Fixture removal surgery. Pain when loading was reported as clinical sign. Photos provided show that the fixture came out in pieces and that non-integrum instruments were used. No other information provided from the treating team despite multiple requests. Cause cannot be fully established.

Event description:
Fixture removal surgery. Pain when loading was reported as clinical sign. The procedure took place on (B)(6) 2024.